Event description:
It was reported that the patient's ipg had migrated causing discomfort. The patient underwent a procedure wherein the implantable pulse generator (ipg) was repositioned and the patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware of the event.